Manufacturer narrative:
The reported event of "the thermogard xp ivtm system (sn (B)(4)) displayed an error message "coolant". The user re-started the console and the console displayed mid:09 (air trap assembly) error message" was confirmed during the event log review but not during the functional testing. There were no device deficiencies found during the evaluation of the system, which could have caused or contributed to the reported event. Upon visual inspection, no physical damage was observed. The thermogard xp ivtm system passed initial functional testing without any fault or error. The event log review showed occurrence of mid:09 (air trap assembly) error message on the reported event date. As a precautionary measure, an antistatic tape was attached to the board of saline sensor. Following service, the thermogard xp ivtm system passed all the testing without any issue or fault. Historical complaints were reviewed and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
During self-test, the thermogard xp ivtm system (sn (B)(4)) displayed an error message "coolant". The user re-started the console and the console displayed mid:09 (air trap assembly) error message. The user used another thermogard xp ivtm system to continue the treatment. No known impact or consequence to patient.